Manufacturer narrative:
The device was returned without allegation of malfunction. Interrogation results indicated elective replacement indicator (eri) and no problem was found.

Event description:
It was reported prior to generator change out that the patient was experiencing chest pain. The device was explanted and successfully replaced.